Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load sequence. Upon reload, customer received an empty cartridge alarm when the cartridge still had insulin. Customer's blood glucose level was 409 mg/dl. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.